Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The customer reloaded the cartridge resolving the alarm. Blood glucose level was 88 mg/dl.